Event description:
The pt said there was corrosion in the battery compartment of the pump. She said she swam in a pool a few months prior. She said that the pump's keypad was intact and there were no visible cracks, dents or deep scratches. The battery cap was secure to the pump and there was no visible battery compartment damage. She alleged that the pump felt warm to the touch but was not harmed by it.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.